Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 225 mg/dl. Insulin started to shoot out of the insulin pump. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No alarms noted during testing. The insulin pump had severe scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.